Event description:
Approximately a year and six months post index procedure, the patient complained of chest pain and went to the hospital. Coronary angiography was conducted and thrombus was observed inside of the cypher that had been initially implanted in the mid left anterior descending branch. Aspiration and balloon angioplasty were conducted to treat the thrombus. The patient was initially admitted for an elective procedure in early 2007 with a lesion in the mid left anterior descending branch. The lesion was de novo, eccentric and bifurcated and was 10mm in length. The vessel was 3mm in diameter. A 3.0 x 13mm cypher stent was implanted at 15atm for 50 seconds. Then it was post-dilated at 21atm for 40 seconds. It was also noted that the first diagonal branch was treated by balloon angioplasty. Then, the kissing balloon technique was conducted at 10atm for 30 seconds. An intravascular ultrasound was conducted. The residual percentage of stenosis post procedure was 0 and timi flow was grade iii. The following was commented: the possible cause of the thrombotic event was due to the fact that the physician could not administer aspirin and sarpogrelate hydrochloride because of drug eruption.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.